Event description:
This complaint was opened as a result of the us retrospective review of the reportability of complaint (B)(4) based on a revision to the reportable malfunctions list ((B)(4)) and to send an MDR submission to the FDA. The investigation for this complaint is being investigated under master complaint (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.